Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited p wave amplitude variation. While attempting to reposition the lead, the patient experienced ventricular tachycardia (vt). Immediate resuscitative measures were undertaken, and the procedure was terminated on (B)(6)2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of p-wave amplitude variation was not confirmed. As received a complete lead was returned in one piece. Final analysis didn¿t find any anomalies.